Event description:
It was reported that the user did not receive glucose readings on the ilet pump while using a freestyle libre 3 plus sensor because the new sensor was accidentally activated in the abbott app instead of being paired with the ilet app, resulting in pairing failure that was subsequently resolved through troubleshooting and education. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included user support, verification of app pairing procedure, and coordination with the sensor manufacturer. Investigation of this case revealed that improper setup caused the sensor to link to the abbott app rather than the ilet app, preventing data transmission to the pump until corrected. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.